Manufacturer narrative:
On april 2, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. For a more exhaustive evaluation, additional information has been requested. When received, the device will be thoroughly analyzed via microscopic examination, and a supplemental report will be submitted. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that field b1 for product problem was mistakely not checked, and information that catalog number 3504501bc, was used as replacement on (B)(6) 2020, was inadvertently not reported under any of the previous submissions, and manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 12, 2020, mentor became aware that device code rupture was mistakenly not reported in the previous submissions. It has been added under field h6 on this form. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 12, 2020, mentor became aware that incorrect report submission due date was submitted under follow up 2 report. It should have been 9/11/2020. Also, box for corrected data under field h10 was mistakenly not checked. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with 450cc mentor memorygel breast implants and experienced postoperative right-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device is scheduled for explantation on (B)(6) 2020.